Event description:
Healthcare professional confirmed capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, crease fold and weight to the spec. A microscopic analysis was performed which identified a striated opening in the anterior. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage."

Event description:
Patient reported a left side capsular contracture, baker grade IV and "lump and aching pain." Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/30/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is ¿lump, aching pain," and capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side capsular contracture, baker grade IV and left side "lump and aching pain." Device remains implanted.